Event description:
It was reported that when a patient presented for a routine follow-up, loss of capture and low sensing were observed. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Supplemental report is needed to correct the resolution. The lead was not explanted instead it was capped.

Event description:
New information received states, the lead was not explanted but it was capped on (B)(6) 2017.